Manufacturer narrative:
Follow-up #1 date of submission 06/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings:during a visual inspection of the pump, moisture was observed behind the display lens. During testing, the pump was unresponsive and did not emit audible tones or vibration. The display screen also remained blank, and the pump did not power on. The battery cap secured properly to the pump, and no damage was found to the battery compartment. A leak test was performed and confirmed a display lens leak. The pump case was removed and evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.